Manufacturer narrative:
It was reported the patient underwent revision surgery for a wound dehiscence at implant site. This report is submitted on april 30, 2021.

Manufacturer narrative:
This report is submitted on 05 april 2021.

Event description:
Per the clinic, the patient was hospitalized due to an infection at implant site and was subsequently was treated with IV antibiotics (date and duration not reported). Following discharge, the patient was treated with oral antibiotics.